Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an evaluation of the customer provided image was performed and shows the device and the tip is broken. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause of the reported event could not be determined. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force or torsion to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that the device was not in its original packaging. The insertion device was returned with the proximal portion of the anchor on the shaft, the prongs on the distal end of the shaft were bent over and holding the fractured suture strings in the shaft. The distal anchor tip was not returned. There was biological debris on all returned items. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the suture material specifications found that a material certification of analysis is required with each lot. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force or torsion to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an acl, after the suture of a twinfix ultra ha was removed in order to release the anchor, its tip broke and did not stay in place; therefore the tip was removed with tweezers from the patient. Surgery continued without delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).